Manufacturer narrative:
The device was received for evaluation. The bag was cut in the upper left corner where the customer marked the bag. A functional testing was performed which revealed a leak from the top left corner. The reported problem was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, one 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the top left corner. There was no patient involvement. No additional information is available.